Manufacturer narrative:
Of the 1 allegation of a malfunction, 0 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an ink spots issue. These reports were received from various sources. The patients associated with this allegation ranged from 23-23 years of age and between 0 and 0 pounds. Of the reported patients, 1 was male, 0 were female, and 0 were unknown.